Event description:
Additional information was received indicating the rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected. Diagnostic imaging was performed and no anomalies were noted. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue being monitored.